Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was an error 23103 on the universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The customer performed a system reboot, but the issue reoccurred. The isi tse reviewed the system logs and noticed error 23103 on usm4. The isi tse asked the customer if they could proceed with the case using 3 usms. The customer confirmed and disabled usm4. The procedure was completed as planned with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system was inspected prior to use and there were no issues noted during the setup of the system. In addition, there was no video recording of the procedure available for isi review. The problem occurred during a prostatectomy and a field service engineer (fse) was dispatched onsite and replaced a part of the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the reported issue and replaced suj to resolve error 23103. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the usm returned. However, isi has not received the usm involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The distal set up joint (suj) was analyzed and found to have error 23103. The suj was tested on a testing platform, and it failed the wrist encoder test (did not display blue line) and it was very tough to exercise the tornado during tornado brake and tornado encoder tests. The suj passed all other tests. The complaint was confirmed based on the field evaluation/failure analysis.